Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgical procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient experienced fever, constipation, nausea, noticed a bulge on the right side of her abdomen. On (B)(6) 2013, the patient was diagnosed by c-t scan with an obstructed bowel and adhesions. It was reported that the patient underwent a repair the bowel obstruction and adhesions, and a piece of mesh was removed on (B)(6) 2014. The patient was diagnosed with another hernia on (B)(6) 2014. In (B)(6) 2014 the patient was treated for a fistula. The patient underwent a mesh removal on (B)(6) 2014, and some of her symptoms have improved. None of the prior mesh implanted was removed during these surgeries. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.